Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication. It was reported that when the nurse opened the package prior to patient use, the nurse noted that the semi-rigid adapter on the cassette of the tubing set had broken off inside the package. The tubing set was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.